Event description:
The complaint is reported as: the spring wire guide is unraveled during use on patient. No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and lidstock for evaluation. Signs-of-use in the form of biological material was observed on the guide wire. Visual examination revealed two major kinks on the guide wire. This resulted in the distal j-tip was slightly deformed. The distal and proximal welds appeared fully and spherical. The kinks in the guide wire 245mm and 277mm from the proximal weld. The total length of the returned guide wire measured to be 683mm which is within specifications of 678mm-688mm per product drawing. The outer diameter of the returned guide wire measured to be 0.85 mm which is within specifications of 0.838mm-0.877mm per product drawing. The returned guide wire was able to pass through a lab inventory ars/needle and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. Two kinks were observed on the guide wire. The distal j-bend also appeared misshapen. The sample passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide is unraveled during use on patient. No patient harm reported. The device was replaced. The patient's condition is reported as fine.